Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. D6a: implant date: estimated based upon report that "angioplasty was done 2 months back".

Event description:
It was reported that the patient experienced an aneurysm, infection and chest pain requiring intervention. A synergy stent was implanted in the proximal left anterior descending artery (lad). Despite being placed on dual antiplatelet therapy (dapt) post procedure, stenosis was later observed at the distal and ostial lad and treatment was required. The stenosed area was pre-dilated using a wolverine and a synergy megatron was then placed overlapping the struts of the previously implanted stent. The patient later experienced chest pain and angiogram was performed at another hospital revealing an aneurysm at the ostia. Tissue testing was positive for streptokinase, indicating a site infection. The infection is suspected to be in the proximal lad. The patient was provided vancomycin for 1 month and sent for a surgery. The patient is doing fine.